Event description:
It was reported that spo2 will read normal and will drop to about 86 for about two seconds and will come back up to 98. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Manufacturer narrative:
No additional diagnostic/functional testing was performed. The customer stated that the issue has been resolved, it was determined that the low alarm delay was set for 10 seconds so the system was functioning as expected. In addition, a philips remote applications specialist confirmed that this is normal monitor behavior. The configuration of the desat is set to 10 seconds and the reported stated was it went below the threshold for 2 seconds. It would not have alarmed until the value was below for 10 seconds. Based on the information available the cause of the reported problem was a misunderstanding of the configuration. The device was confirmed to be operating per specifications and no failure was identified. It was determined that the low alarm delay was set for 10 seconds so the system was functioning as expected. If additional information is received the complaint file will be reopened.

Event description:
It was reported that spo2 will read normal and will drop to about 86 for about two seconds and will come back up to 98. The device was in use on a patient. There was no report of patient or user harm.